Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on 10 february 2015. Inomax dsir # (B)(4) was returned to the MFR for service investigation. Regional service ctr (rsc) service log review revealed a delivery failure alarm for backlight current below minimum. Rsc also experienced the reported complaint of a blank display after boot. The rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which result in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure (device issue). On (B)(6) 2014, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir # (B)(4). The device was not in use on a pt. No adverse event had been reported. The hcp stated that the display would go blank after about 20-30 minutes in customer mode. The issue occurred at least twice. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service eval. Investigational results received on 10 february 2015. Case comment 27 february 2015: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious averse event (refer to MDR # 3004531588-2013-00023).